Event description:
It was reported that the personal therapy manager (ptm) was not uploading information and the refill date was not accurate. A re-update of the pump with an 8840 was suggested and decouple/recouple of the ptm was suggested. The update resolved the issue. The pump was delivering bupivacaine, morphine, fentanyl, and baclofen.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# unknown, product type programmer, patient; product ID 8731, lot# b002451n27, implanted: (B)(6) 2003, product type catheter; product ID 8835, serial# unknown, product type programmer, patient. (B)(4).